Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the image was lost during surgery. No adverse consequences were reported and the procedure was completed successfully.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. Multiple attempts were made to gather further device information. Mfg date: manufacture date is not known.

Event description:
It was reported that the image was lost during surgery. No adverse consequences were reported and the procedure was completed successfully.